Event description:
It was reported that during a bypass procedure, after the second firing, the device was blocked. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.